Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Recall point of contact (B)(4). Recall work pending response to (B)(4). (B)(4) it is not in the population for this recall. The recall will not be performed on this unit.*** ===other recalls: syr 8110 split nut recall 2. Recall completed. ===repairs. Keypad: dented/scratched: (lrg & led windows): replaced keypad assy. Front case: cracked: bot/ctr/edg: replaced front case; top disc holder had 1 corroded insert; replaced top disk holder. Rear case: cracked: bot/rt/mid/scr, bae/lt/fr/scr: replaced rear case. Handle: cracked: lt@spine, rt@innr/rr: replaced carry handle. Barrel clamp: cracked: replaced barrel clamp, seal, & bushing. Tube drive bent (down): replaced drive tube, sleeve, & seal. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator & leaf spring: replaced. Claws do not close properly: cleaned lower housing, replaced worn claws & c-rings. ***on disassembly, inspected split nuts: found marginal wear. Coupled with numerous 351.6660 & 351.6740 errors on log, decided to replace split nuts. *** incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring. ===maintenance actions: calibration completed. P/m complted. Unit arrived with s/w v9.15.1.2 installed; updated sap. ===tmaper seal intact. (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4).